Manufacturer narrative:
The insulin pump monitored for several days. Device received with all operating currents within spec and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected weak battery alarm anomalies noted. No unexpected off no power or low battery alarm anomalies noted. No unexpected low reservoir alarm anomalies noted. The insulin pump received with minor scratched lcd window, cracked case at the reservoir tube window corners, missing end cap sticker cracked reservoir tube lip and cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed off no power without low battery alert. The customer also reported that the insulin pump alarmed weak battery. The customer's blood glucose was 187 mg/dl at the time of incident. The customer stated that the insulin pump was cracked. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.